Manufacturer narrative:
Isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the iesu to resolve the reported issue. The system was tested and verified as ready for use. Isi has requested the iesu involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and found no errors related to the reported complaint. An event verification confirmed that the partial nephrectomy procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is reportable malfunction event due to the following : the iesu was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with an external iesu. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, an integrated electrosurgical unit (iesu/erbe) was not firing and had a question mark on the display. The customer tried replacing instruments and cautery cables for both bipolar and monopolar. The customer moved to external cautery and everything started working again. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found no error related to the complaint. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the erbe was not firing both monopolar and bipolar energy. The reported issue occurred during procedure. The system functionality was checked upon powering on the system and the erbe initially powered on without errors. The customer used external erbe to continue with the procedure.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu/erbe) involved with this complaint and completed the device evaluation. Failure analysis investigation was confirmed and reproduced the customer reported complaint. The erbe was placed on an in-house system and was run in normal mode and the issue was reproduced. The root cause was determined to be a component failure.

Event description:
Refer to h10/h11 for follow-up information.